Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump shut off and they experienced high blood glucose level of 580 mg/dl. The customer's mother treated high blood glucose levels with manual injection and pump which brought down the blood glucose to 480 mg/dl. The customer's mother stated that they received low battery signal and she thought they had enough time to change it but when she woke up the pump was without power. The customer was assisted with trouble shooting. The pump will not return for analysis.